Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2022, the scrub nurse was putting together the modified reducers (from the loan modified expedium 5.5 reduction sleeve tray) at the beginning of the case and the reducer x25 driver became stuck mid way down the reduction sleeve. In total there were 4 pairs that became stuck. Scrub nurse was unable to remove them. The surgery was not delayed due to the reported event. The procedure was successfully completed. No patient consequences reported. This report is for one (1) approximator fc inserter this is report 1 of 8 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The photo was returned to depuy synthes for evaluation. Visual analysis of the photo revealed that the approximator fc inserter appears to be in an assembled condition. Since the device was not returned for physical examination, the disassemble condition can not be confirmed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for approximator fc inserter. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.